Event description:
It was reported that the physician requested a review of a stored episode for the subcutaneous implantable cardioverter defibrillator (sicd) with this electrode as it was unsure if the shock was delivered for a ventricular tachycardia (vt) or inappropriately for a supraventricular tachycardia (svt). The patient denied symptoms and was running round at the time of the shock. Technical services (ts) discussed morphology appears to match the one of a vt episode and would lean toward vt, however noted ep need to confirm. Ts also reviewed other stored episodes and noted one inappropriate shock due to oversensing of noisy signals that was addressed by changing the sensing vector, ts also noted smartpass was disabled due to low amplitude signals. No further oversensing was noted. This electrode remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the physician requested a review of a stored episode for the subcutaneous implantable cardioverter defibrillator (sicd) with this electrode as it was unsure if the shock was delivered for a ventricular tachycardia (vt) or inappropriately for a supraventricular tachycardia (svt). The patient denied symptoms and was running round at the time of the shock. Technical services (ts) discussed morphology appears to match the one of a vt episode and would lean toward vt; however, noted ep need to confirm. Ts also reviewed other stored episodes and noted one inappropriate shock due to oversensing of noisy signals that was addressed by changing the sensing vector, ts also noted smartpass was disabled due to low amplitude signals. No further oversensing was noted. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received, the health care professional (hcp) believed that the shock that first shock was likely appropriate for vt and not svt. This electrode remains in service. No adverse patient effects were reported. This product was replaced due to therapy upgrade and successfully replaced. No adverse patient effects were reported. This product was returned for analysis.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted a bend at approximately 25 mm from the terminal end. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the physician requested a review of a stored episode for the subcutaneous implantable cardioverter defibrillator (sicd) with this electrode as it was unsure if the shock was delivered for a ventricular tachycardia (vt) or inappropriately for a supraventricular tachycardia (svt). The patient denied symptoms and was running round at the time of the shock. Technical services (ts) discussed morphology appears to match the one of a vt episode and would lean toward vt, however noted ep need to confirm. Ts also reviewed other stored episodes and noted one inappropriate shock due to oversensing of noisy signals that was addressed by changing the sensing vector, ts also noted smartpass was disabled due to low amplitude signals. No further oversensing was noted. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received, the health care professional (hcp) believed that the shock that first shock was likely appropriate for vt and not svt. This electrode remains in service. No adverse patient effects were reported.